Event description:
Additional info: the patient had primary on (B)(6) 2024. The first revision was on (B)(6) 2024, which would be complaint number (B)(4). The patient had a spacer implanted on that day. Then the patient came back and had a medacta spacer removed (date unknown) and a competitor spacer put in. So, (B)(4) is the first revision. So, on (B)(6) 2025, it was the revision of a competitor spacer.

Manufacturer narrative:
Batch review performed on 29 july 2025. Reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot 2409250: (B)(4) items manufactured and released on 02/09/2024. Expiration date: 24/07/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional revised implants: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 2400595: (B)(4) items manufactured and released on 19/04/2024. Expiration date: 07/04/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting instability and the cause is unknown. About 7 months after the primary surgery, the surgeon revised the humeral reverse liner, reverse metaphysis and lateral glenosphere. He decided to increase the glenosphere size, the offset of the metaphysis, and the liner size to improve the stability.